Event description:
A malfunction alarm was reported while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within the normal range. Customer support assisted the caller in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy.